Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial implant procedure on (B)(6) 2014, the patient experienced extreme pain in her entire body due to the position on the table. It was also reported at the time, only the needle ad been placed in the patient. Subsequently, the physician abandoned the procedure.